Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the ilet screen became unresponsive, preventing user interaction, and the user restarted the ilet through the paired phone application after contacting support; the device restarted without issues and the user completed the supply change. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included remote troubleshooting and user education through the mobile app restart procedure. Investigation of this case revealed a transient user interface freeze that resolved with a device restart, with no recurring malfunction observed and no component replacement required. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent software behavior recoverable by restart.